Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small air bubble was observed in the infusion set tubing. The customer's blood glucose level was 455mg/dl. Tandem technical support educated the customer in regards to air bubbles.